Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minimum fill notification was received. Additionally, it was reported an occlusion alarm occurred. Reportedly, the customer had pinched the infusion set tubing. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide any additional information regarding this issue.